Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU lists adverse events, including infection (driveline, pump pocket, localized), sepsis, multiple types of organ failure and dysfunction (respiratory failure, right heart failure, renal failure, hepatic dysfunction), other neurological event (not-stroke related), and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists infection and neurological dysfunction as a potential late postimplant complications. Several sections of the heartmate 3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a patient with a driveline infection (pseudomonas first diagnosed (B)(6) 2021) had increased resistance to antibiotics and poor adherence to intravenous medication administration in the operating room. It was noted that the patient had multiple hospitalizations for septicemia. They were admitted on (B)(6) 2024 with sepsis, multi organ failure, debility and confusion, and was transferred to hospice care. The patient passed on (B)(6) 2024. It was communicated on (B)(6) 2024 that palliative consult realigned goals of care to comfort measures. Antibiotics were discontinued, and the patient was transferred to inpatient hospice. Events that occurred immediately prior to death unknown were however, but the pump was not stopped prior to death. The death was not considered to be device related and was stated to have operated as expected.